Event description:
Reporter indicated a vns pt was having increased depression. The vns settings were adjusted and medications were adjusted as an intervention. The pt had been doing very well with vns for the past two years. Attempts for further information are in progress.